Event description:
Device issue: none. Adverse event: mi and stent thrombosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B)(6) 2009, the pt underwent stenting in the predilated proximal circumflex artery with one xience v stent. On (B)(6) 2009, the pt experienced angina (chest pain radiating to back and jaw, and sweating). The pt was admitted to the hospital and was administered heparin and oral nitroglycerin tablets which relieved his symptoms. ECG showed left ventricular hypertrophy and st segment depression. The pt's condition resolved on (B)(6) /2009 and the pt was discharged. Abbott vascular medical safety monitors assessed this event as a myocardial infarction caused by a probable late stent thrombosis. Additional info received states that the pt died on (B)(6) 2010, from an intracerebral hemorrhage; however, this is not related to the device. There was no adverse pt sequela. Though requested, no additional was provided.

Manufacturer narrative:
(B)(4) (B)(4). Angina, death, ischemia, myocardial infarction, and thrombosis are known adverse events as listed in the xience v instructions for use. However, EKG changes, enzyme elevation, and diaphoresis are not listed as adverse events in the xience v IFU; therefore, this incident will be evaluated for a potential IFU documentation update. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR or design. The other xience v was reported under a separate medwatch report number.